Event description:
The patient was undergoing an embolization procedure using pod8 coils. While preparing the devices for use, the pusher wire of a pod8 became fractured and was not used. Upon removal from the packaging, the pod8 pusher wire was found to be broken and was not used.

Manufacturer narrative:
Result: the pet lock was intact. The pusher assembly was fractured approximately 63.0 cm from the proximal end and kinked 58.0 cm from the proximal end. The coil was detached from the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that prior to use in the procedure, the pusher assembly was broken and the coil was deployed. Evaluation of the returned device confirmed a fracture in the pusher assembly. This type of damage typically occurs due to improper handling during removal from packaging. If the pod8 is removed from the packaging hoop at an angle with force, the pusher assembly may fracture due to excess force and bending. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.